Manufacturer narrative:
(B)(4). This complaint is for a report of a patient contaminating the patient line. Patient requested assistance to end therapy while in drain 1 of 5, while the patient was connected. The complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was not performed due to insufficient lot information.

Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance to end therapy while in drain 1 of 5. The hp stated he was connected. The technical services representative (tsr) assisted the hp to end the therapy. The hp stated he contaminated the patient line and had spoken to the peritoneal dialysis registered nurse (pdrn). The hp confirmed he would complete therapy with manual bags. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample product and lot detail were not requested for evaluation. A follow-up report will be submitted upon the completion of baxter's quality review.